Manufacturer narrative:
One (1) used sample was returned for evaluation. The returned sample was contaminated. As a result, no functional testing could be completed. Visual inspection observed the tubing is incorrectly assembled. Review of the photographs received (previously reported) also confirmed the reported event. The return of the sample has no impact on the improvement initiative currently in progress. The reported customer complaint is confirmed. A root cause could not be determined. An improvement initiative is now in progress to review the corrective and preventive actions as a result of this complaint. A quality alert was also provided to personnel to heighten awareness of the reported issue. This complaint will be used for trending purposes.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. During the manufacturing of the syringe assemblies, control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Without a physical sample, a comprehensive investigation was unable to be conducted. However, photographs were provided. Review of the photographs did observe that the tubing is incorrectly assembled. The reported customer complaint is confirmed. A root cause could not be determined. An improvement initiative is now in progress to review the corrective and preventive actions as a result of this complaint. A quality alert was also provided to personnel to heighten awareness of the reported issue. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the tubing was installed the wrong way on the chest drainage unit so the tube that goes into the patient isn't connected to the tube that goes into the water inside the bottle. This resulted in a patient's lungs being filled with air. The patient required suction and analgesia. The patient is stable and was being discharged.